Event description:
Physician attempted to swap out percutaneous abutment. During the procedure, the implant was inadvertently taken out of the skull. Pt is scheduled for reimplantation on (B)(6) 2012.